Manufacturer narrative:
The incident device anticipated to return. Follow up will be provided within 30 days or upon completion of investigation.

Event description:
Lap chole - "bag broke while pulling it out of defect. Doctor used instruments to increase incision size. Several large stones were in the gall bladder and some that had fallen out during procedure were put into bag. As bag was being pulled through and instruments were used to facilitate removal, bag split."